Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer had been using lyumjed insulin within the pump supplies. Tandem technical support inform customer that lyumjed insulin is off label per the user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.